Event description:
Per tm - cord is pulling away at the strain relief, exposing wiring.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigations(s) sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information the following was concluded: evaluation of photo sample confirms cable damage on a cue probe, although it cannot be determined if copper wiring has been exposed. Complaint investigation and root cause determination could not be completed without physical evaluation of the unit.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - cord is pulling away at the strain relief, exposing wiring.